Event description:
In the operating room, after an I-125 seed prostate implant. It was discovered that there was radioactive contamination on the instruments and other items used in the implant. The level of contamination was not high but there was contamination. All contaminated items were collected and removed from svs for disposal or de-contamination.